Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested via mail on 09/21/2010; via fax on 09/21/2010; and via phone on 10/04/2010. (B)(4).

Event description:
A health care professional reported a pt who experienced central corneal infiltrates in both eyes following the use of this product. She stated the pt was prescribed a steroidal anti-inflammatory medication on (B)(6) 2010. Additional info has been requested.